Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 46 mg/dl, and was treated with glucose tablets. Customer's blood glucose then elevated to 398 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed button error alarm and had unresponsive escape, act and up buttons due to corroded keypad traces. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to unresponsive button. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.